Event description:
Customer's father initially called to report problems priming the insulin pump. Customer's father then stated customer was hospitalized for high blood glucose levels. Nothing further was reported and troubleshooting was not performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.